Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a monopolar curved scissors instrument (mcs) was stuck in the arm and would not come back through the cannula. The site undocked the arm, cannula, and instrument all as one unit and then was able to remove the mcs from the cannula. The site said it kind of looked like the tip cover was catching on the cannula. It was reported the tip cover had wrinkles and was not smooth. The site put a new tip cover on a new instrument and installed it on the arm / cannula outside the patient and was able to insert it through the cannula and then remove it from the cannula a couple of times before re-docking the arm and continuing with the case. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. Visual inspection and side by side comparison with another tip cover shows there were no wrinkles on the tip cover. No tearing or signs of arcing was observed on tip cover. Tip cover was installed on in-house monopolar curved scissors (mcs) and the instrument was installed and removed from patient side manipulator (psm) and cannula without issues. If the tip cover was over installed past the shoulder of the tube extension, it can catch on the cannula during instrument removal. No other damage was found. On (B)(4) 2013, intuitive surgical, inc. (Isi) spoke with the initial reporter of the complaint. The reporter stated the tip cover was not applied correctly and became bunched up which made it unable to go through the cannula. The reporter denied there was any damage to the instrument or cannula. The instrument & accessories user manual states the following: for the correct application of electro lube follow the instructions below: ensure that the tip cover accessory has been properly installed on the monopolar curved scissors instrument dispense a drop of electro lube onto the foam pad provided with the electro lube solution. Using the foam pad, apply a thin layer only onto the scissor blades of the instrument ... Warning: failure to install the tip cover accessory properly may result in: improper scissor opening - tip cover accessory falling off - electrical arcs and alternate site burns. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.